Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2209227. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) syringe samples were returned for evaluation by our quality engineer team. Through examination of the samples, leakage was observed. It has been concluded that the leakage resulted from damage to the plunger component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii syringe not airtight; some liquid is coming out at the back of it. The following information was provided by the initial reporter, translated from french to english: customer said "'the syringe was not airtight; some liquid is coming out at the back of it."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe not airtight; some liquid is coming out at the back of it. The following information was provided by the initial reporter, translated from french to english: customer said "'the syringe was not airtight; some liquid is coming out at the back of it."